Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, "bad" aspiration occurred. The procedure was completed without patient harm.

Manufacturer narrative:
The system was examined. The company representative did not mention replicating anything that would have contributed to the reported event. However, there was some oil found on a mechanism receiver, which was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 25, 2010. Based on qa assessment, the product met specifications at the time of release. The system met specification. Therefore the root cause of reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).